Event description:
It was reported by the customer that during auto-registration the device produced deviations from 1.5mm to 5mm. Use of the device was aborted and the procedure was completed successfully with no clinically-significant delay using x-rays for guidance. No adverse consequences or medical intervention were reported.

Event description:
It was reported by the customer that during auto-registration the device produced deviations from 1.5mm to 5mm. Use of the device was aborted and the procedure was completed successfully with no clinically-significant delay using x-rays for guidance. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.